Event description:
It was reported that malfunction alarms occurred. The customer reset the pump and successfully resumed insulin delivery. There was no adverse impact to the customer¿s blood glucose level.